Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with trace diffuse lamellar keratitis one day post treatment. Patient had left eye affected. Pre-op and post op best corrected visual acuity (bcva) for left eye was 20/20. Patient given lotemax gel 6 times a day. Symptoms resolved on (B)(6) 2017.